Event description:
It was reported that the cassette sensor is defective. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of ¿cassette sensor is defective¿ was not confirmed. The cassette is recognized, and a probable cause was unknown. The downstream occlusion (dso) seal was replaced, and the dso sensor recalibrated as a precaution. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.